Event description:
The product was applied during a pneumonectomy procedure involving one pt. Reportedly, the clips ejected prematurely. The hosp has reported no pt injury. The surgeon completed the procedure with another instrument.